Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that customer's insulin pump was delivering insulin that was not programmed. After this, a button error message appeared. There were no significant events prior to the event. The current blood glucose reading is 220 mg/dl. The insulin pump will be replaced. No further information was provided.